Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 156mg/dl(meter), 126mg/dl(lab). Tests were done within 10 mins with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.